Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on oct 14, 2021, with lot number 336628. Visual analysis of the returned device identified, linear opening, fold creases, wear abrasion, weight within specification. A microscopic analysis was performed which identified, stress marks, a linear sharp opening on posterior side in the same location of crease. Based on the device analysis, the final assessment is: a crease sharp opening assessed, as fold flaw opening.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.